Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery. During prime, the shunt sensor leaked. No pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. (B)(4).